Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was implanted in the right eye of a (B)(6) female patient. The iol, initially placed at 108 degrees, was measured at the six-month post-operation visit at 96 degrees, with a difference of 12 degrees. Reportedly, there were no patient or doctor complaints and the bcdva (best-corrected distance visual acuity) was 20/20 on both eyes. A tecnis toric rotation, for the lens implanted in the patient's left eye, was also reported. A second MDR will be filed.